Event description:
After pipetting an htlv plate on summit it was observed that no sample was added to well h1. No error was generated by the summit. No death or serious injury was assoicated with this incident.